Event description:
The customer reported a blockage in the air/water channel. The blockage occurred during thermal disinfection and expanded with heat. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, foreign material was observed clogging the nozzle. This report is being submitted for the malfunction found by service during the device evaluation [foreign material].

Manufacturer narrative:
In addition to the clogged nozzle, the device evaluation also observed the internal metal braiding of the bending tube was damaged and shortened. The connecting tube was scratched. The protective covering on the control grip damaged and had a gap at the seal at the bending section. The control unit plate was deformed, and the paint on the air/water and suction cylinders was worn. The angulation system was out of specification. The switch box unit, universal cord, distal end, and biopsy channel demonstrated scratches and wear. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined; however, it is presumed that gauze, body fluids, or solids of the agent used, could have become stuck in the nozzle. The event can be detected by following the instructions for use which state: operation manual_preparation and inspection: inspection of the endoscope - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspect the endoscopic system. Inspect the air-feeding function. Inspect the objective lens cleaning function. According to the following ifus, the user may be able to reduce / prevent the occurrence of such events by: reprocessing manual_precleaning the endoscope and accessories: flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories_ flush the air/water channel with detergent solution. Rinsing the endoscope and accessories following disinfection_ rinse the endoscope and accessories. Presoaking the endoscope. If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.